Event description:
It was further reported that the bleeding continued on the day of the procedure, and the patient's chest was opened to treat in the night. It was confirmed that the patient was discharged from the hospital. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The device is not available for analysis as it was discarded by the user facility; however, the investigation is in progress. Results of the investigation will be submitted in a supplemental report. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the patient experienced hypotension. An echocardiogram (ECG) was conducted and pericardial effusion was detected. Drainage was performed and the patient was administered a vasopressor, but the patient's symptoms did not improve. At that time percutaneous cardiopulmonary support was given to the patient for extracorporeal circulation. The procedure was then aborted; the patient was monitored and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: data files were returned and analyzed. The data files showed that 2 injections were performed with a test catheter. This was a clinical issue encountered during the procedure. Also, there was no indication of a product malfunction and the device was not returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.